Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition. A fracture was suspected. The lead was capped and replaced on (B)(6) 2926. There were no patient consequences.